Manufacturer narrative:
Returned product analysis revealed that the condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the stent revealed stent damage. The damage was found on the seventh row from the distal end. Some of the struts were raised. This type of damage is consistent with the device encountering some form of restriction during the procedure. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this complaint can be attributed to operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm maverick balloon and then the 2.50x16mm taxus liberte drug eluting stent (des) was advanced to the target lesion. The des was unable to cross the lesion and when the device was removed from the patient it was found that the strut at the tip of the stent was lifted. The procedure was successfully completed with a 2.5x18mm non bsc device with no patient complications reported. The patient's current condition is listed as "stable".